Event description:
It was reported, "the tip on the purple adapters are cracking and breaking while in the connector." One tip piece cracked and made its way into the g-tube. G-tube replaced.

Manufacturer narrative:
Supplemental documentationchanged/additional information added.d9 device available for evaluation -yes g6 type of report - follow-up.h2 if follow-up what type? Additional information. Device evaluation.h3 device evaluated by manufacturer - yes, evaluation summary attached. H6 type of investigation-10, 4111.h5 investigation conclusion -0004/customer: caused, misuse, mishandling, laundered incorrectlyh10 investigation report reads as follows: investigation summary: "04/16/2021 09:11:44 cst (swiggins).complaint will remain open beyond 30 days while we, and themanufacturing location, continue to investigate this issue.04/28/2021 08:42:48 cst (swiggins).we received the customer samples of enfit70552, which the customer reported the connectors are breaking/cracking. Upon review of the samples we could confirm that the connectors were broken, however when we attempted to recreate the failure we were unable to do so. The sample sent on to the manufacturer for further review. Through additional communication with the customer, we learned that the connectors were being used in foley catheters, rather than g-tubes. The product manager worked with the customer to get them the correct product and we have not been notified of a failure since. At this time, this is considered a result of customer misuse as the product was not being used with the intended device. Replacements and a closing response have been issued. Divisional qa will continue to monitor for tracking and trending purposes."

Manufacturer narrative:
It was reported, "the tip on the purple adapters are cracking and breaking while in the connector." One tip piece cracked and made its way into the g-tube. G-tube replaced. Email received by facility representative, walter lawson children's home, who provided additional information in regards to this incident. Reporter confirms (B)(6) 2021 it was observed/discovered a (B)(6) year-old female resident had a piece of cracked purple adapter from the entraflo feeding set in her g-tube. Reporter states, g-tube was removed and a new g-tube inserted (B)(6) 2021 at the facility ((B)(6)). Reporter states, resident is "within normal limits." No missed feedings because of this incident. Reporter states, "resident was fed thru j-tube." Sample is available and been returned for evaluation. No further information provided at this time. Due to the reported incident, medical intervention and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported, "the tip on the purple adapters are cracking and breaking while in the connector." One tip piece cracked and made its way into the g-tube. G-tube replaced.